Event description:
Surgeon was doing a vats wedge resection when he reported the stapler was only firing twice instead of three (3) times. The reload being used was echelon 60 green. There was no injury to the patient.